Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not opening due to a hardware failure. An attempt was made to recover it, and the station was rebooted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care as unable to get medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) guided the customer through the recover storage space function, but the attempt failed which was possibly due to medication jam. Further, the fse recommended the customer to reach out to pharmacy for assistance and the customer later confirmed that the pharmacy was able to recover the pocket. The system functioned as intended after the field service engineer assisted with the issues of the device.